Event description:
It was reported that a customer experienced 20a alarms with five cartridges related to a cartridge fit issue. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event.